Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose value of 459 mg/dl. Customer treated with a manual injection. Customer had nausea due to high blood glucose. Customer ran a manual prime and the insulin did exit the tubing. Customer had a low reservoir alarm in the alarm history. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.